Manufacturer narrative:
On 15-dec-2015, an fse visited the customer to address the reported event. During servicing, the fse replaced the rotor seal, stator face, sample loop, peek 1-6, peak filter to preheater, and the preheater to the column, and column to the detector. The customer ran quality controls and the results were in range. The instrument was verified as operational. There was no further action required by fse. The g8 analyzer is functioning as intended with all errors cleared. The most probable cause of the reported event was due to the peek tubing. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report isbeing submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2015, a customer reported that the college of american pathologists (cap) gh5-c survey failed 3 out of 5 out high with the g8 analyzer. The customer reported that other results are biased high and at the upper limit. Technical support (tss) requested data from the day of testing to review. During review, tss found that the retentions times were elevated and samples that were ran were just barely within the range. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hbaic patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting.